Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from the tubing through fitting ff170. The fse trimmed and reattached the tubing to the fitting and resolved the leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tubing through fitting ff170. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported aspiration errors and greater than one milliliter of fluid leaked outside the instrument involving the coulter lh 780 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has a risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.